Event description:
It was reported that the customer's blood glucose was 241 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was alarming no delivery and motor error during bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corner and battery tube threads. Insulin pump received with a minor scratch on display window.